Manufacturer narrative:
The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting error code110b check vent proximal pressure sensor autozero failed message. It is unknown if there was actual patient involvement at the time the issue was discovered. The device was being used to create a treatment plan/care plan for respiratory assistance. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. He verified the code 110b in the significant log. He stated the flow sensor assembly was replaced about a month ago. Informed him to inspect the solenoid pins from the flow sensor assembly going into the data acquisition printed circuit board assembly (pcba). After further troubleshooting, the customer informed that the pin was not properly installed on the solenoids and may have installed the dc pcba into the flow sensor assembly, and it solved the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.